Event description:
It was reported by a healthcare provider that the patient was hospitalized on (B)(6) 2026 and diagnosed with diabetic ketoacidosis. According to the report, the hospitalization was due to the pod leaking. The patient reportedly remained hospitalized for two days and was discharged on (B)(6) 2026. No further information was provided and multiple good-faith efforts for additional details were unsuccessful. No additional information could be obtained.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The insulet cloud system was checked for data from the user. Data was found to be available up to (B)(6) 2026. Cloud data for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the last pod used was activated at 22:04 on (B)(6) 2026 and deactivated at 04:43 on (B)(6) 2026. Multiple pod changes occurred during the period of(B)(6) 2026. The phb data showed that, while the system was used in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. Stretches of urgent high (greater than 400 mg/dl) estimated glucose values were received by the pod from the sensor on (B)(6) 2026. The automated algorithm responded appropriately, increasing the microbolus amounts until the max microbolus was reached. Automated delivery restriction alerts were generated on (B)(6) 2026 due to the automated algorithm delivering the max microbolus amount for extended periods in response to the increasing and high estimated glucose values. The pod lost connection with the sensor at 17:39 on (B)(6) 2026 and an unrecoverable sensor disconnect occurred at 17:44 on (B)(6) 2026. No valid estimated glucose values were received by the pod before pod deactivation on (B)(6) 2026. The system was switched to manual mode at 18:54 on (B)(6) 2026 and used in manual mode until pod deactivation. While in manual mode, the system was correctly delivering the user's manual basal program. No evidence of issues with insulin delivery was observed in the available cloud data. Though no issues were observed, without physical inspection of the pod it could not be determined if the pod was leaking at the time of the reported event. The exact cause of the reported pod leakage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921u1ues5czb2. Hardware: sm-s921u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.